Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection revealed clavicular abrasions 223-230 mm and 227-230 mm from the lead¿s terminal pin. Dried blood was also noted past the helix mechanism up through the lumen of the lead. The helix mechanism failed to retract, most likely due to dried body fluid in the mechanism. The lead was determined to not be able to provide adequate therapy while implanted. This type of damage is consistent with repeated stress over time. In this case, the stress was most likely the result of clavicular/first-rib entrapment. The reported clinical observation of inappropriate shocks due to noise and oversensing was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise which resulted in several episodes of inappropriate therapy. The lead was tested and no sensing was observed but the pacing impedance and threshold measurements were in normal range. The noise observed in the episodes was unable to be reproduced. A revision procedure was performed wherein the lead helix would not retract properly. The lead was explanted using a different approach and successfully replaced. Although there were no reports of asystole greater than two seconds as a result of the oversensing, this patient is pacemaker dependent. No additional adverse patient effects were reported.